Manufacturer narrative:
The product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the insertion of an intraocular lens (iol) into the eye of a male patient, the surgeon discovered some foreign material at the front and back edge of the iol. The foreign material at the back side of the lens was removed but they could not remove the one at the front. Reportedly, the surgeon decided to leave the lens implanted in the and take a wait-and-see approach. No further information was provided.